Event description:
Patient reported obtaining elevated blood glucose results (300-400mg/dl) while using the suspect device, for the past month. Patient indicated that, based on the elevated readings, her physician prescribed regular insulin. In addition to the long-acting insulin that patient had already been using. Patient stated that , after receiving a result of 154mg/dl, she delivered 4u of regular insulin. Patient stated that, approximately 1 hour later, she lost consciousness. Patient's spouse phone emergency medical services, and upon their arrival (30 minutes later) patient's blood glucose measured - 40mg/dl (on paramedics blood glucose monitor). Patient was treated with cranberry and orange juice, and was given a piece of toast. Patient was not transported to the hospital for additional treatment. Patient's current condition: feels fine. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.